Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 12.2 mmol/l. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device and it needed to be replaced. The device is not returning for analysis.